Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ (B)(4) to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
It was reported that the patient attempted to test on the aviva meter in the morning of the incident, but he was unable to get a blood glucose result due to a power issue. The patient did not take his novolog insulin since the blood glucose monitor was not working. The patient passed out from hypoglycemia later in the day at an unknown time. The paramedics arrived and his blood glucose result was 40 mg/dl on their meter. They took him to the emergency room where he was treated for low blood glucose. The type of treatment given to the patient was unknown. The patient stayed in the emergency room for 5 hours prior to being released. On the way home from the hospital, the patient was acting erratic and not himself. He urinated on himself and his wife could not explain the behavior but said it was very atypical. They did not test him at the time and it was unknown if this was related to his blood glucose. The patient's wife had to force him to eat food. The device serial number was not provided. The blood glucose monitor was lost during the incident; therefore, no product could be requested to be returned for product evaluation.